Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services tested both the ranger monitor and the baton with test equipment. The baton showed no video while the monitor had no issues. The baton was scrapped and a replacement system was sent to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor with a single use ranger video baton, the "no video" error message was displayed on the screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.